Event description:
Customer called in to report high blood glucose readings. The current blood glucose reading is 388 mg/dl. Customer treated with a manual injection. The customer also stated that there was a emergency room visit for high blood glucose. Blood glucose reading at the time of emergency room visit was 426 mg/dl. Customer was wearing the insulin pump. Troubleshooting was performed. Bolus wizard settings were found to be correct. The customer stated that she does not use the bolus wizard. Alarms that would interfere with insulin delivery were found in alarm history. Bolus history was being recorded correctly. The customer did not have a tubing clamp to continue testing. Customer stated that she is not currently on the insulin pump and is using manual injections instead. Customer will call back to troubleshoot once she reconnects to insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.